Event description:
The patient had scheduled therapy for group g. When she switched the active group, the program went back to group g instead of staying on the new group. The scheduled therapy for 5 am - 7 am was not working and the stimulation was turning off. The patient was recharging more than expected, about every other day. Group impedances were around 219 ohms. There were several groups, each with only one program, amplitudes ranged from 4-8v and the patient used the device about 60% of the day. The patient met with a manufacturer representative and the scheduled therapy was removed altogether. It was unclear why it was switching channels. It was noted that the patient had been in a minor accident two days post implant. Impedances had been checked at that time and were all within normal limits. The patient was instructed to keep a detailed log of her recharging and was to check back with the manufacturer representative.

Manufacturer narrative:
(B) (4).